Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown gel device. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown gel breast implants that bilaterally ruptured after implantation. The issue was diagnosed during surgery. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504001bc, serial number (B)(4), and right replaced with catalog number 3504001bc , serial number (B)(4) on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. This report is for the left side.

Manufacturer narrative:
On 9/26/2018, additional information received indicated the complaint device was non mentor device, and no further investigation of this event will take place. Manufacturer¿s reference number: (B)(4).